Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for two days due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 307 mg/dl. The customer went on diabetic ketoacidosis on second day of hospitalization and felt very sick. Customer felt nausea, vomiting and positive results in ketones. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated himself with manual injection. Customer was treated at hospital with insulin drip, phosphorous and electrolyte. Customer was not using auto mode feature at the time of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.